Event description:
A us distributor returned a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation, the rear response button was non-functional and the cable was cut. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.